Event description:
It was reported that the abgii stem was removed because of altr. The stem was replaced with a zimmer. The liner was replaced with a 36mm.

Manufacturer narrative:
It was noted that no other info is available due to the hospital's policy. A supplemental report will be submitted upon completion of the investigation.